Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2012 follow-up, an abrupt decrease of the battery voltage and magnet rate was observed (2.7 v, 82 min-1). On (B)(6) 2012 follow-up, the device was operating in safer mode at 50 min-1 with a battery voltage of 3v and a magnet rate of 91 min-1. Preliminary analysis confirmed premature battery depletion. Consequently, evaluation of the device's replacement was recommended.